Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-07263. It was reported that partial stent deployment occurred. The target lesion was located in the heavily calcified popliteal artery. A 5 x 150 x 130 innova¿ was selected for use and deployment attempted. Only a partial amount of the stent deployed from the delivery system. The delivery system with stent was removed from the patient. The physician then chose another 5 x 150 x 130 innova¿ and deployment was attempted; however, the same thing occurred. The procedure was completed with angioplasty only. There were no patient complications and the patient condition post-procedure was fine.

Manufacturer narrative:
Device evaluated by MFR.: the outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a kink at the nosecone. The stent was partially deployed approximately 4.3cm from the distal end of the markerband. The thumbwheel was rotated and the stent deployed as designed. The device was opened and inspected for any internal damage. No damage was noticed. Per the returned information the physician felt resistance and stopped the case and pulled the device from the patient which partially deployed the stent farther than normal. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. The innova dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. This stent was used with a .014 wire.

Event description:
It was further reported that the deployment thumbwheel became increasingly more difficult as deployment was initiated. The pull grip eventually disconnected due to the high forces required. The patient's calcification and disease was descried as very difficult and 'hard as a rock'. The physician did assess this as being a factor in the procedure. The patient was confirmed to be fine. No complications.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the target lesion was over 90% stenosed and not too severely calcified. Vascular access was obtained via a contralateral approach. The lesion was pre-dilated. The first 5 x 150 x 130 innova¿ was advanced over a .014 guidewire. The second 5 x 150 x 130 innova¿ was advanced over a .035 guidewire.